Manufacturer narrative:
Correction: section a2. The correct patient age should have been 70 years, rather than 80 years. Correction: section d10. Concomitant medical products and therapy dates should have been submitted in 2017865-2026-03938. Correction: section g2. "User facility" was inadvertently ticked for report source in 2017865-2026-03938.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that low pacing impedance was noted on the right ventricular (rv) lead. The rv lead was capped, and a new rv lead was implanted on (B)(6) 2026. The patient condition was unknown.